Event description:
I used renu with moistureloc contact lens solution from 11/03 - 12/05. I have been routinely diagnosed with corneal ulcers in both eyes. I have been treated for this disorder and my eyes have been compromised with permanent scarring. I am cosidering lasik surgery since I can't wear contact lenses without complications.